Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0uf2a, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that her device was not working. The programmer was broken and she also thought that the interstim ii device was broken inside of her. The patient had been hospitalized several times. The patient was no longer under the care of the health care provider (hcp) that was contacted for information. The indications for use (ifus) were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.